Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h11 correction: b5 (test results weren't in the initial MDR) this report is being supplemented to provide additional information based on the device evaluation and the complaint investigation. The subject device was not returned for device investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope tested positive for 10 to 50 colony forming units of pseudomonas aeruginosa and escherichia coli. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.